Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements for handling the scope connector: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ since this product was manufactured before the countermeasures were implemented to the operational amplifier of the patient board, it is presumed that the reported failure occurred due to the failure of the operational amplifier. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. An image would not display with a 180 scope due to a faulty patient board set. Additionally, the video connector was worn out and causing a poor connection. The old version main switch also needs replacing with the new version switch. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center would not produce an image while in use. According to the initial reporter, laparoscopes will work with the device, but endoscopes will not. The unit will recognize the scope is plugged in, but no image will display. There was no patient harm or consequence reported as a result of this event.